Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a ¿delivery stopped¿ message with 0% delivered and an alert instructing to restart the device; repeated restarts did not resolve the issue and troubleshooting indicated the need for device replacement consistent with a consecutive stalled insulin motor malfunction. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included replacement of the device and continuation of therapy on a new ilet, with no hospitalization. Investigation included review of historical alerts and device-guided troubleshooting. Investigation of the returned device revealed a persistent insulin delivery fault consistent with a stalled motor condition requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the insulin delivery mechanism.